Event description:
Procedure: laparoscopic colectomy. According to the reporter: seven days after the surgery, major leakage occurred and a re-operation was performed. It was found that some staples fired on the insertion opening were unclosed. Patient status is unknown.

Manufacturer narrative:
(B)(4).